Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into the console device and pushing in the pin, causing the e5 error. The assignable root cause of the component damage related to the pin pushed back in the connector was determined to be due to user error / abuse and possibly misuse. The root cause of the component damage related to the headless screw loose was determined to be due to from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the connector pins came apart on the motor device. It was further determined that the device had an e5 error code when the device was pressed, the pin had no function and the headless screw was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.